Manufacturer narrative:
The incident sample was requested but the customer has indicated that the device is not available for return. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a liver lobectomy, the tissue tore when the device was activated. The cutting trigger had not been pulled. The issue occurred with and without central ligation, and when working on both the glissons sheath/hepatic vein. The diameter of the hepatic vein was 2 to 4mm, and had inflammation. The issue did not occur when a forcetriad generator was used instead of an ft10. No patient injury or bleeding resulted from the issue. Operating time was not extended and there was no additional tissue resection.